Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. Analysis of the pcu event log shows pump module was programmed to infuse lipid emulsion weight based dosing 50gram/250ml (drugid 381) at a rate of 7.3 ml/hr with a vtbi of 175 ml to infuse over 24 hours and ran until 2:54 pm when the device was channeled off. The volume recorded as being infused during this period was 105.191ml. The root cause was not identified.

Event description:
It was reported that the device was programmed to deliver an intra lipid infusion infusing at a rate of 7.3ml/hour with a vtbi of 175ml for a duration of 24 hours, however the IV bag was found empty after infusing for 12 hours. The customer is requesting the following data review: verify rate accuracy of the pump as well as other functions. Date and time of programmed rate and vtbi date and time of any occlusion date and time of keypressed stop and pause date and time of program completion.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the device was programmed to deliver an unspecified medication at a rate of 7.3ml/hour with a vtbi of 175ml for a duration of 24 hours, however the IV bag was found empty after infusing for 12 hours.